Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2847 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of smoker (tobacco status patients current every day smoker). Concurrent conditions were listed as endometriosis, dysmenorrhea and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2847 days after essure insertion and 6 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen submitted: right fallopian tube; left fallopian tube; uterus. Clinical information: dysmenorrhea. Gross description: "left fallopian tube" identified is an inserted metallic coiled wire measuring 3.2 cm in length and measures less than mm in maximum diameter. [Ultrasound scan] on (B)(6) 2021: that reveals an 8.2x4.8 x5.6 cm uterus with an endometrial thickness of 1.2 cm. The left ovary has simple cyst that measures 1.8 x 1.3 x1.7 cm while the right ovary has multi follicular appearance. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology test added. Medical history, reporter information updated. Lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.